Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition while on the low or high volume setting. The device was returned to the biomedical engineering department with an unsigned note stating, "not working. Malfunction code." No tracking information was provided; therefore, specific patient information, device programming, or event details were not available. During testing at the user facility the device displayed e044 (audible alarm failure) with no audible alarm tone while on the low or high volume setting. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.(B)(4).